Manufacturer narrative:
Date rec¿d by MFR: 22may2019. Date of report: 24may2019. Multiple attempts were made to obtain additional information about the evaluation of the device with no success. The determination could not be made that the device failed to meet specifications. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen malfunction and was unable to change the device settings. There was no patient or user harm reported. The event date was not specified; estimate used.